Event description:
The customer reported the device shut down while in use. No patient harm reported. A request for patient information was declined.

Manufacturer narrative:
Date of event: (B)(6) 2016. Date rcvd by MFR: 09/22/2016. Conclusion / root cause: the customer returned bmc was tested and no errors were identified. This report is being submitted as part of the remediation for (B)(4).